Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was to be used in the lower calyx during a lithotripsy under flexible ureteroscopy procedure performed on (B)(6), 2019. According to the complainant, during unpacking, it was found that the basket had only three wires, and could not be used. A photo of the returned device confirmed that one of the basket wires had detached. The procedure was completed with another zero tip basket. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of basket wire break. Block h10: visual inspection found the basket was in an opened position when received. One of the wires of the basket assembly was broken and detached. The dstal section of the sheath is bent. Under magnification, a mark was observed on the breakage area of the basket assembly suggesting interaction with other devices or tools. The failures, basket wire broken and sheath bent, are issues that could have been generated due to the handling and manipulation of the device during preparation/testing/unpacking. A observed on one of the broken ends of the basket suggests an interaction with other devices or tools. Manufacturing processes includes extensive inspections to ensure that all finished devices meet specifications; however, there is no control how the devices are handle or manipulated in the field. Therefore, the most probable root cause is adverse event related to procedure since the adverse event occurred during the procedure and the device has no influence on the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was to be used in the lower calyx during a lithotripsy under flexible ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during unpacking, it was found that the basket had only three wires, and could not be used. A photo of the returned device confirmed that one of the basket wires had detached. The procedure was completed with another zero tip basket. There were no patient complications as a result of this event.